Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to external stress applied to bending section. The peeled coating of universal cord was likely caused by chemical damage such as ultraviolet rays, which accelerated deterioration of external surface of the device. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use warnings and cautions: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 5 storage and disposal: warning the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus, the bending section cover of the evis lucera gastrointestinal videoscope was damaged. The event was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer returned the device to olympus for evaluation and the customers allegation was confirmed. The bending sheath cover was cut and the metal was protruding. Additional findings are as follows: (a.) Liquid leakage was noted due to a cut on the bending section cover (b.) The coating at the universal cord was peeled off and (c.) The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.